Event description:
The complainant reported that during surgical preparation, the automated impella controller¿s (aic) purge disc was not recognized. Medical staff exchanged the aic to resolve the issue, and the procedure was completed successfully. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12688. H4 labeled for single use yes.

Manufacturer narrative:
D.9 updated as the console was returned for investigation. The investigation into automated impella controller - purge disc/flag issues has been completed. After reviewing the logs the reported issue that purge disc could not be detected was confirmed. Visual investigation showed the purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the issue was a broken purge disc flag. A.3 revised as unknown selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12688. E.1 name prefix/title, first and last name, and facility name were inadvertently left off the previously submitted manufacturer device report number 1220648-2024-12688 and were added. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-12688 as it is unknown if the initial reporter also sent the report to the FDA. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12688. G.2 report source health professional was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12688. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-12688. A new code was added.